Event description:
Pump alarm 20 was reported during the pumping process. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.